Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous proximal circumflex (cx) artery. The 2.50x33mm xience xpedition stent delivery system (sds) failed to cross the lesion due to heavy calcification and a sharp 90 degree bend in the vessel. Slight resistance was noted during withdrawal due to the sharp bend in the vessel and the distal shaft separated. The patient was taken to surgery to retrieve the separated distal portion of the sds. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.